Event description:
On (B)(6) 2018, the patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported the patient had presented with a closed left limb of gore® excluder® aaa endoprostheses graft. Computed tomography (CT) dated (B)(6) 2019, showed a crushed graft at the crossover region with the contralateral limb. On (B)(6) 2019, the physician performed a fem-fem bypass and when he opened the left groin, a dissection was observed in the left femoral/left external iliac artery. The patient tolerated the reintervention.

Manufacturer narrative:
Correction event.

Event description:
On (B)(6) 2018, the patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm.

Manufacturer narrative:
Addition upon further investigation, it has been determined additional devices implanted and/or related to this event: plc121200/18199517-UDI (B)(4) and pll161407/15983867-UDI (B)(4). The review of the manufacturing paperwork verified that these lots met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events which may occur and require intervention include occlusion of the device. Addition images were sent to gore imaging services for evaluation. Per the evaluation two time-points available for evaluation: pre-implantation cta dated (B)(6) 2018, and post-implantation cta dated (B)(6) 2019. On the pre-implantation imaging; aortic diameter at the aortic bifurcation appears to be 13.2mm. There appears to be significant calcium in the lci. Post-implantation cta imaging appears to show the ipsilateral limb in the rci crosses over the contralateral limb which extends into the lci. The contralateral limb appears to be occluded to the distal end of the device in the lci. There appears to be 2 devices in the rci. The ipsilateral limb and an iliac extender device. The contralateral limb appears to be compressed near the level of the aortic bifurcation. There appears to be device overlap in the rci at these levels. Contrast is visible distal to the contralateral limb in the distal lci, the left internal and external iliac arteries. Cannot confirm any dissections in the left external iliac artery or distally with available imaging.